Event description:
The report from the affiliate indicated that during a pci procedure, the cypher 2.5/28 mm stent dislodged in the left main trunk coronary artery. The stent was implanted at this location as there was a lesion there. The cypher stent was post-dilated there using a 2.5 mm balloon catheter. The target lesion for this stent was the proximal circumflex. The lesion was reported to de novo, diffusely diseased, a flexion lesion, and a 90% stenosis. Three lesions were treated during this procedure: proximal circumflex was treated using a bare metal stent (bms). The cypher 2.5/28 mm stent was then being used to treat the proximal circumflex lesion from the proximal section of the bms. There was difficulty (friction) reported accessing the lesion attributed to the lesion being a flexion lesion. The physician then pulled the stent back and again re-attempted to deliver the stent. Difficulty was again encountered. The physician again attempted to retrieve he stent and noted the stent to be partially dislodged from the stent delivery system (sds). The stent was then implanted in the lmt. Another cypher 2.5/18 mm stent was implanted from the proximal section of the bms.